Event description:
The patient called in for a refill of their v-go and stated that they were in and out of the hospital twice starting last month. The exact event dates were unknown. No additional details surrounding the hospitalization were reported. There was no device available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted to reach v-go client multiple times. The information available is limited to information reported from clients call to customer service. Type 2 diabetes mellitus (dm), v-go 30, novolog insulin for the past 5 months contacted customer service to order a refill. While on the phone he reported being in and out of the hospital two times early last month. No additional information is available. It is unknown if the client's reported hospitalization is related to the v-go device.